Manufacturer narrative:
The event description had the following sentences changed from "approximately 5 months after the index procedure, the patient¿s target lesion in right sfa was reportedly reoccluded. A revascularization was performed and the health care professional (hcp) deemed it was successful." To "approximately 5 months after the index procedure, the patient¿s target lesion in right sfa was reportedly 90% reoccluded via duplex ultrasound (dus) imaging. A revascularization was performed involving a dcb and the health care professional (hcp) deemed it was successful." The relevant test and lab data section was updated to "on 30-jul-2018, dus imaging indicated target lesion was 90% reoccluded. A resting abi evaluation was performed and indicated right leg was 0.68. A rutherford class level assessment was performed and was classified as a level I in right leg. On (B)(6) 2018, reintervention was performed involving a dcb on target lesion." From "on (B)(6) 2018, reintervention was performed on target lesion." The operator of device - other had the following information added "cardiovascular internal medicine." The complainant occupation - other had the following information added "cardiovascular internal medicine." Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed this is the only reocclusion complaint associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study device and the procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a post market clinical study that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 5 months after the index procedure, the patient¿s target lesion in right sfa was reportedly 90% reoccluded via duplex ultrasound (dus) imaging. A revascularization was performed involving a dcb and the health care professional (hcp) deemed it was successful. The investigator assessed that the event was possibly related to the study device and the procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed this is the only reocclusion complaint associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study device and the procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a post market clinical study that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 5 months after the index procedure, the patient¿s target lesion in right sfa was reportedly reoccluded. A revascularization was performed and the health care professional (hcp) deemed it was successful. The investigator assessed that the event was possibly related to the study device and the procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.